Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had no image. The issue occurred during reprocessing. There was no delay and the patient was not under general anesthesia. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8, and g2 (unmark company representative). Additional information added to field: h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of no image was confirmed. Based on the results of the investigation, it is presumed that the event occurred due to faulty printed circuit board (cr board). However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.